Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory confirmed the ps and tl code were recorded. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The device case was removed, and visual inspection of the hybrid noted cracked solder joints on the high voltage capacitor. Analysis concluded that the cause of the observed codes were due to the cracked solder joints.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a device power supply (ps) code followed by a template lost (tl) code. Device data was sent for analysis which found a device reset occurred while charging. It was noted that the time of the charge was not at the expected capacitor reformation time. Emergent replacement was recommended. The device was subsequently explanted and replaced with no additional adverse patient effects reported.